Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise which triggered stored egms as high ventricular rates. The ventricular amplitude was 1.6 mv. Egms revealed that the atrial and ventricular leads were reversed in the header of the pulse generator. The pulse generator was reprogramed to aai mode due to the patient suffered with chronic atrial fibrillation.